Event description:
The article "effect of renal impairment on clinical outcomes after mitral valve transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective multi-center study, to evaluate the effect of renal impairment on clinical outcomes after mitral valve transcatheter edge-to-edge repair (m-teer). Devices mentioned include mitraclip. The article concluded that renal impairment was associated with an increased incidence of major adverse events, and dialysis was the strongest independent predictor of poor clinical outcomes after m-teer in asian-pacific patients. [The primary author and corresponding author was (B)(6). The time frame of the study was (B)(6) 2018 and (B)(6) 2021. A total of (B)(4) patients were included in this study, of which all received an abbott device. Comorbidities included degenerative mitral regurgitation, functional mitral regurgitation, heart failure, hypertension, diabetes, current smoker, atrial fibrillation, cardiac resynchronization therapy, coronary artery disease, myocardial infarction, prior pci/CABG, peripheral artery disease, stroke, copd, renal failure, dialysis. Peri and post-procedural complications included cardiovascular death, non-cardiovascular death, heart failure hospitalization, stroke, infection, bleeding.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including degenerative mitral regurgitation, functional mitral regurgitation, heart failure, hypertension, diabetes, current smoker, atrial fibrillation, cardiac resynchronization therapy, coronary artery disease, myocardial infarction, prior pci/CABG, peripheral artery disease, stroke, copd, renal failure, dialysis. Complications reported included cardiovascular death, non-cardiovascular death, heart failure hospitalization, stroke, infection, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date was estimated to the end of study range. The additional patient effects reported in the article are captured under a separate medwatch report. Literature attachment: article titled " effect of renal impairment on clinical outcomes after mitral valve transcatheter edge-to-edge repair ".